Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that following a successful pulsed field ablation (pfa) pulmonary vein isolation procedure, the patient reported difficulty breathing and sharp pain associated with it. Upon waking, the patient experienced chest pain rated at 7 out of 10. An echocardiogram was performed, revealing no effusion or other concerns. Pain medication was administered, which alleviated the patients pain. The exact cause of the pain remains unknown. The farawave pulsed field ablation catheter was disposed of and will not be returned. No further information is available.